Manufacturer narrative:
The product was not returned for evaluation. The user reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 using the pod 5 / pages 43-44 warning:  check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning:  because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119 warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
On (B)(6) 2018 at 11:00 pm, the patient went to the hospital due to diabetic ketoacidosis (dka). The patient reported his blood glucose levels exceeded 27.8 mmol/l (500 mg/dl) and he had large ketones. The hospital treated the patient with intravenous therapy and manual insulin injections. The patient was discharged on (B)(6) 2018 at 6:00 am. The patient noted the adhesive had peeled away at the front of the pod and the cannula was not inserted. The pod was worn between 4 and 24 hours on the hip/buttocks and has since been discarded.